Event description:
Hypoglycaemia [hypoglycaemia]. Case description: a physician reported that a pt, who started to use penfill n chu (long-acting human insulin) in 2002 together with a novopen (insulin delivery device), experienced hypoglycaemia in 2004 and was hospitalized. The pt was not unconscious. In the morning the pt visited the hosp for a regular consultation and experienced hypoglycaemia in the rest room. At 10 a.m. Their blood glucose was measured as 23 mg/dl and glucose 50% was given intravenously . At 10.10 a.m. Their blood glucose was measured as 290 mg/dl. As the blood level decreased to 44 mg/dl at 10.20 a.m. The pt was hospitalized. The pt was given bread and milk and recovered thereafter. Treatment with penfill n chu was discontinued together with the use of the novopen and treatment with novolin n chu flexpen was started on the following day. Recent hba1c values were 6.5 to 7.5%. There was no recent changes in physical activity/or diet. No meals had been omitted. Supplementary info: outcome: recovered.